Manufacturer narrative:
Conclusion: complaint confirmed for the octopus evolution tissue stabilizer's knob falling off. The issue was verified via the custo mer-provided photos, however, no device returned for analysis. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. This unit passed all required testing and inspections during manufacturing. The cause of this complaint cannot be determined, but knob can be removed if excessive force is used. A review of complaints for similar model numbers showed no trends warranting escalation at this time. Trends for issues with this product are reviewed at product quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Continued from g3 PMA / 510(k) #: device is class I exempt. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an octopus evo stabilizer, the customer reported that when changing the fixed position of the ts2000 arm in the middle of the procedure, the knob was turned to loosen the arm, and the knob came off and fell out. The device was replaced to complete the procedure. There was no patient impact associated with this event. Additional information: the account has requested confirmation on whether the knobs are relatively slippery or if we have had any similar reports.